Manufacturer narrative:
Added information to h10. Image evaluation: article reports of regurgitation, cuspal tear, cuspal detachment at commissures, cuspal prolapse, and ring covered by fibrous tissue were confirmed by observed torn leaflet and host tissue overgrowth through image evaluation. Report of cuspal calcium was unable to be confirmed through image evaluation. One color photo obtained from article depicted inflow and outflow aspects of a porcine valve. X-ray analysis is required for calcification evaluation and to confirm whether depicted valve is an edwards porcine valve. One of the valve leaflets appeared to be torn from the attachment site. Leaflet tear as depicted may lead to regurgitation. Valve appeared to have minimal host tissue overgrowth encroaching over the leaflets on the inflow aspect and moderate host tissue overgrowth encroaching over the aortic wall at the outflow aspect. Moderate host tissue overgrowth was also observed on the stent circumference of the valve at the outflow aspect and obstructed view of the attachment site at one of the three leaflets. Part of the sewing ring appeared cut off from the valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed article examination of operatively-excised bioprostheses in the mitral valve position to determine the reason for dysfunction in the american journal of cardiology am j cardiol. 2022 jun 1;172:98-106. Doi: 10.1016/j.amjcard.2022.02.029. Pmid: 35569884. A unknown size ce valve implanted for an unknown implant duration was explanted due to regurgitation, cuspal tear, cuspal calcium, cuspal detachment at commissures, cuspal prolapse, and ring covered by fibrous tissue. One cusp has detached completely at one commissure causing it to prolapse toward left atrium.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.